Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 c-ring broke inside the pt. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The products will reportedly not be returned to maquet cardiovascular as they were discarded.